Manufacturer narrative:
It was reported that the service report indicated that the patient was seen as an outpatient. Procedure was explained to the patient and they verbalized understanding of the cleaning repair. Dam cleaning was done twice due to the amount of fluid. It was stated that there were no pump stops during the procedure and the patient condition was unchanged. It was also stated that log files were available. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection revealed red fluid inside the driveline, confirming the reported event. An isolation of blood servicing procedure was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump's driveline (outer sheath) to the pump header and damage via cut or nick of the pump's driveline outer sheath. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump's driveline (outer sheath) to the pump header and damage via cut or nick of the pump's driveline outer sheath. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came to the clinic and reported brown/red material within driveline. It was stated that the engineer performed damming procedure to prevent any further migration of material down the patient's driveline. No additional information available.